Event description:
It was reported by service report that the patient was on the cot leaving (B)(6)with (B)(6) pulling the cot with the pull bar on the back of the cot. The cot went sideways hitting a bump, tipping over where the patient suffered some injuries. It is reported that only one attendant was operating the cot at the time of the alleged incident.